Event description:
Customer reported that a spacelabs patient monitor reset during a patient code.

Manufacturer narrative:
Spacelabs' field service engineer tested the device with a simulator in the hospital. Spacelabs could not reproduce the customer's complaint and found the device working to specifications. As a precautionary measure, because of the age of the device (more than 10-years old), spacelabs' fse replaced the monitor's main printed circuit board assembly. The hospital has returned the equipment to full service and is currently using the device to monitor patients. There have been no reports of similar issues. We have concluded that no further action is required and consider this issue closed.